Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found a worn rotor plate. The fse replaced the incubator assembly and verified alignments and temperatures. All errors cleared and the aia-900 instrument is operational and no further action is required by field service. The most probable cause for error 4153 c. Trans-z home overrun was the incubator assembly.

Event description:
On (B)(6) 2015, a customer reported error 4153 c.trans-z home overrun on the aia-900 instrument. The customer did not see any dropped cups and rebooted without error. She later tried to run again but the error returned. The customer is unable to run patient samples on e2 (estradiol) reproductive hormones. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.